Event description:
Related manufacturer reference number: 2017865-2022-22346. It was reported that the right atrial lead and the right ventricular lead both exhibited failure to sense and failure to capture. Both leads were dislodged. The leads were explanted and replaced. The patient was in stable condition.